Event description:
On a routine clinical appointment, in situ testing revealed affected channels on the left implant. Reportedly, the recipient started refusing to wear the left processor. Decrease in hearing performance was not reported; however, the recipient has additional needs. The user was re-implanted in june 2020 with a shorter electrode array.

Manufacturer narrative:
Conclusions: during device investigation damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during investigation are most likely related to the removal surgery. Furthermore, a complete insertion was reportedly not achieved at initial implantation i.e. 2-3 channels have been left extra-cochlear. This is a final report. *********************************************** the serial number of the device involved in this event has been clarified and corrected (from 741471 to 742490).

Manufacturer narrative:
Based on the currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
On a routine clinical appointment, in situ testing revealed high channels on the left implant. Reportedly, the recipient has recently been refusing to wear the left processor. The user will be re-implanted with a med-el device but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On a routine clinical appointment, in situ testing revealed high channels on the left implant. Reportedly, the recipient has recently been refusing to wear the left processor.